Event description:
It was reported that the patient had missed a refill. The patient was going through morphine withdrawal. The patient had moved from detroit to a permanent retirement home. The patient thought she was okay because there was a doctor nearby but he ended up not accepting new patients. It was reported that the patient had left a manufacturing representative 14 messages. The patient¿s pump was empty and she was in great pain every day. At the (B)(6), the pump went dry and the pain started at that time. The patient was in hospital for 5 days at the end of (B)(6). A manufacturing representative was trying to help her find a clinic as she moved. He tried to get her into 2 clinics, both 1.5 hours from her home but she never got a referral. The caller's pump went dry after she no longer had a physician. No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter; product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4).